Event description:
Customer reported that the fill cannula amount was not showing as it should. Customer stated that their blood glucose readings were 558 mg/dl and has not treated all day. Customer was not connected to the insulin pump when calling about the fill cannula amount being blank. Customer also has a urinary tract infection which may have caused the high blood glucose readings. Customer has treated with a syringe. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.